Manufacturer narrative:
Programmer: 8835, serial# (B)(4); catheter model: 8709sc, serial# (B)(4), implanted: 2012-(B)(6), explanted: unk. (B)(4).

Event description:
Additional information received reported that the catheter was also slipped, ¿like the pump slipped a lot.¿

Event description:
It was reported that the patient had lost a lot of weight since the implant. The pump had flipped and the catheter had curled up as a result. The pump was implanted in the back and a revision is planned tomorrow morning. The pump delivered morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).